Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck. A field service engineer (fse) found station was stuck initializing the application and would not complete booting. The fse logged into the cfnadmin account and found the station operating extremely slowly. The station was powered down and the all in one (aio) was replaced, but the issue persisted. The communication sled was replaced due to intermittent lights, yet the station still did not respond. The hard disk drive (hdd) was then replaced, and a full reimage was performed. Ip settings were configured, remote support service (rss) was installed and tested, and a new drawer firmware package was applied. The reimage was successfully completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was stuck on initializing peripherals. The customer performed multiple reboots and hard reboots; however, the issue persisted. There were no adverse events or injuries reported based on this event.